Event description:
Device malfunction: device #2 balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the left anterior tibial artery, the fox sv was inflated to 4 atm and ruptured. The balloon was removed from the anatomy and a second fox sv was inflated to 4 atm and ruptured. The balloon was removed from the anatomy and a third fox sv was used successfully to perform dilatation. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #83964-02, lot# 560084 indicated is being filed under medwatch MFR number 2953144-2010-xxxxx. The device was received. Investigation is not completed.